Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 27mm epic valve was successfully implanted in a patient. On (B)(6) the patient was hospitalized due to feeling ill. The decision was made to explant the 27mm epic valve and replace it with a 27mm non-abbott device. It was noted during explant of the 27mm epic valve that there was a tear on the valve. There was also a paravalvular leak around the same side the tear observed. There was no noted calcification or pannus around the 27mm epic valve. No patient consequences were reported.

Event description:
Correction to the previously filed report: it was reported that on 22 october 2014, a 27mm epic valve was successfully implanted in a patient. The valve was sized using an unknown sizer set. The size of the patient's annulus was unknown. The holder was used to parachute the valve into the annulus during the implant procedure. On a later date, the patient presented to the hospital with symptoms of heart failure. The heart failure symptoms were reported to be due to severe mitral regurgitation caused by the tear in the cusp of the 27mm epic valve. On 02 september 2022, the explant and replacement surgery of the 27mm epic valve was performed emergently. It was reported that the epic valve was handled with forceps during explant. It was noted that there was a tear on the 27mm epic valve. There was also a paravalvular leak around the same side the tear observed. The cause of the tear was unknown. There was no noted calcification or pannus around the valve. The valve was replaced with a 27mm non-abbott valve. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
Explant due to severe mitral regurgitation caused by the tear in the cusp was reported. The investigation found that cusp 2 was torn. There were degenerative changes on all cusps. Micro-calcification was present in base of cusp 1. Thin layer of inflow pannus was present on cusp 1. Thin layer of outflow thrombus was present on cusp 3. No inflammation was present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. The cause of the reported event could not be conclusively determined; however, the degenerative changes to the tissue could have contributed to the tear formation, and the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.correction: b5, b6, b7, h6 h6 coding updates: removed code 4580 insufficient information. Added code 4446 heart failure/congestive heart failure. Added code 4451 mitral valve insufficiency/ regurgitation. Added code 4607 hospitalization or prolonged hospitalization. Added code 1457 perivalvular leak.